Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (death, renal failure) patient's condition affected effectiveness of device (anatomy related; thrombosis) caused by another drug/device (thrombosis of balloon-expandable stent) incorrect technique/procedure (inaccurate placement of device) user/device interface evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; thrombosis) another device caused failure (thrombosis of balloon-expandable stent) user error contributed to event (inaccurate placement of device).

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 5.0 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was moderately angulated, 43.3 degrees, thrombosed but not calcified. The proximal aortic neck diameter was 23.1-25 mm in diameter and 13.5 mm in length. The distal aorta measure 18.9 mm in diameter. The right iliac artery measure 8-19-20 mm in diameter and the left iliac artery measured 12-20-14 mm in diameter. The right and left femoral arteries were 9.3 and 8.7 mm in diameter. The right iliac limb had circumferential thrombus in the proximal region and the left iliac limb had mild calcification. The bifurcated stent graft was initially placed appropriately, however during deployment of the contralateral limb the physician pushed forward on the dry-seal sheath, which caused the bifurcated stent graft to buckle and move upwards more than 5 mm. The physician was used to deploying another manufacturer's stent graft, which recommends advancing the sheath during the deployment. The physician continued with deployment of the contralateral limb and extension. On final angiogram, it was discovered that the bifurcated stent graft unintentionally covering the right renal artery and was pre venting perfusion to the vessel. The physicians decided to cannulate and stent the right renal artery with a 6x27 balloon expandable stent. The patient was released a few days later from the hospital with no symptoms and good flow to the right renal artery. It wa s reported eight days post implantation procedure the patient present to the hospital complaining of abdominal pain. An angiogram revealed that the balloon expandable renal stent had thrombosed. Attempts were made to lyse the stent and restore flow to the right renal; however they were unsuccessful, it had been too long without flow to the renal. The patient was sent to dialysis, however passed away during the dialysis treatment. The primary cause of death was renal failure.